Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control also observed that the device was delivering monophasic energy rather than biphasic energy. The energy delivered by the device was also at a lower energy level than what was selected. The cause of the observed issue was determined to be due to a therapy harness ferrite bead being set over an integrated circuit, designator u1, in error during the manufacturing of the device. The incorrectly set therapy harness ferrite bead broke u1 legs 1 and 16 coming from the analog pcb assembly. U1 leg 16 no longer had a connection, which resulted in the device delivering a monophasic shock at a reduced energy level. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was delivering monophasic energy rather than biphasic energy. The energy delivered by the device was also at a lower energy level than what was selected. As a result, the incorrect defibrillation therapy may be delivered, if it was needed.